Event description:
It was reported that while stimulation was turned on the patient could not feel stimulation on their right side since (B)(6) 2011. There was no known accident or incident related to the event. The patient reportedly woke up one day and the device was not working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).